Manufacturer narrative:
(B)(4). Complaint verification testing was performed as the complaint sample was returned to the manufacturing facility in an open pouch for investigation. Bronchial tube was inflated using a calibrated endotest obtained in the investigation lab for both clear and blue cuff. Both clear and blue cuff were able to be inflate as per normal and product able to maintain its pressure, no indication of leakage observed. Tracheal clear cuff was able to maintain its pressure at 25 mbar, bronchial blue cuff was able to maintain its pressure at 25 mbar. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the defect mode of cuff leakage was not confirmed. Based on inflation test, no abnormality was found as product was able to be inflated as per normal. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during a thoracic surgery, the bronchial cuff deflated, even after re-inflating the cuff. The cuff had been pretested prior to a successful intubation for a thoracic surgery. After the deflation was discovered during surgery, continuous monitoring of the cuff pressure was performed and regular re-inflation was performed to maintain pressure of the cuff. As a result, "there was poor ventilation of the patient during the procedure due to the lack of sealing of the cuff". Additional information received states that the "patient faced occasional and recurrent desaturations related to ventilatory difficulties. However, no other major clinical consequence for the patient". There was no information provided on the oxygen saturation percentages that the patient experienced. The current status of the patient is reported as "post-operative follow up without anything special for the current condition".

Event description:
It was reported that during a thoracic surgery, the bronchial cuff deflated, even after re-inflating the cuff. The cuff had been pretested prior to a successful intubation for a thoracic surgery. After the deflation was discovered during surgery, continuous monitoring of the cuff pressure was performed and regular re-inflation was performed to maintain pressure of the cuff. As a result, "there was poor ventilation of the patient during the procedure due to the lack of sealing of the cuff". Additional information received states that the "patient faced occasional and recurrent desaturations related to ventilatory difficulties. However, no other major clinical consequence for the patient". There was no information provided on the oxygen saturation percentages that the patient experienced. The current status of the patient is reported as "post-operative follow up without anything special for the current condition".

Manufacturer narrative:
Qn#(B)(4).